Event description:
It was reported the patient experienced an infection post endoscopic retrograde cholangiopancreatography (ercp). The customer reported that when there is delayed reprocessing, the scope is soaked for 1 minute. Although requested, the customer was unable to provide additional information regarding this event. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. The facility has declined a reprocessing in-service with an endoscopy support specialist. If additional information becomes available at a later time, this report will be supplemented.